Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the display was not working. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
This is a duplicate of manufacturer report number 1218950-2018-08075.

Event description:
The customer reported that the display was not working. Further information was provided that there was no problem with the display; the therapy delivery test had failed. There was reportedly no patient involvement; the customer reported that the device was not in clinical use. This is a duplicate of manufacturer report number 1218950-2018-08075.